Manufacturer narrative:
Our distributor representative reported that the anesthesia system was investigated at the hospital. The reported issue could not be reproduced. No parts needed to be replaced. A complete set of device logs was sent for evaluation. The received device logs confirms the reported issues. The event logs show that the technical error code indicating an open fresh gas safety valve had been generated twice. Clinical alarms such as airway pressure high and other clinical alarms indicating an insufficient ventilation were also generated. The user reported that the patient was disconnected from the device and connected to another device and the surgery ended successfully. The test log show that a successful system checkouts were performed on the date of event prior to the reported event and also after the event. The underlying cause of the generated clinical alarms and the generation of the technical error code has not been determined. The true cause of the reported event has not been determined.

Event description:
It was reported that the anesthesia system generated high airway pressure alarms and a technical error code indicating an open fresh gas safety valve. There was no patient harm. Manufacturer's reference number: (B)(4).